Manufacturer narrative:
(B)(4). Customer returned the pump for alleged pump error 15, pump error 41, and pump error 43 alarms found on (B)(6) 2022. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thump. There were no the critical block and inverse critical block did not add to zero., pump error 41 or pump error 43 alarms noted during testing. A review of the downloaded history files reveals on (B)(6) 2022 at 03:40 there was a pump error 41 and pump error 43 alarm that occurred. Further review shows on (B)(6) 2022 (07:41) and again on (B)(6) 2022 (14:38) a the critical block and inverse critical block did not add to zero. ((B)(4)) alarm was triggered due to a software error as per global logic analysis (esf# (B)(6)4)). The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly electric board 1 and electric board 2, the motor, or the force sensor. The pump error 41 and pump error 43 alarms located in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 41 and pump error 43 alarms are not confirmed. The critical block and inverse critical block did not add to zero. Alarm is confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Event description:
Information received by medtronic indicated that insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The self test was passed. Customer stated that the insulin pump was exposed to high magnetic field. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for the analysis.